Manufacturer narrative:
The returned lead was extensively analyzed. As part of the analysis the properties of the lead were examined. There were several signs of wear along the lead body. More specifically, in the proximal region, there was damaged due to wearing through the insulation. These damages are most likely the cause of the noise and the consequent vf detections. The damage pattern suggests an excessive mechanical load during the time it was implanted. The location and type of wear are characteristic of a simultaneous occurrence of strong pressure of the lead on the housing, and of friction of the electrode on the ICD housing. There was no evidence of material or manufacturing defects.

Event description:
Ous MDR - after an implantation time of about 24 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.